Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/24/2016 with the following findings: a review of the pump¿s black box revealed multiple cs054/cs052/cs012 alarms. The battery compartment and battery cap were undamaged and able to fit securely to the pump. The pump powered on with auditory and vibration to a hard cs 052 alarm. The original complaint of the blank screen was duplicated. The pump¿s cover was removed and there was no intermittent condition found to the display circuit or to the printed circuit board. A technical analysis revealed a slave processor failure. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was blank. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.